Event description:
It was reported that the patient confirmed they have 10 cassettes that are affected by recall and 1 cassette (of another lot) that had occlusion and had alarm going off. The patient reported the blue cap that prevents medication from going back has not worked properly and has led to leakage. There was 1 cassette that had cracked and had to be sent back to the manufacturer about 2 months ago. Patient sometimes gets feeling of "bolus" where they feel have gotten too much of medication, leading to feeling sick and dizzy. This normally happened when there was only about 50ml of medication left on the cassette. The patient's medical doctor ended up increasing the dose due to having trouble with walking distances, but unsure if it was because of patient condition or due to pump malfunction.

Manufacturer narrative:
UDI and PMA/510 k are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause of an occlusion alarm is the "dso" sensor. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.